Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies and resumed insulin therapy. Reportedly, the customer uses trusteel infusion sets longer than 48 hours, stating occlusions happen after 48 hours, this usage is considered off label use.